Manufacturer narrative:
The ins (B)(4) and lead (B)(4) were returned, however analysis was not performed as there was no allegation against the device which could be confirmed or refuted through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). A supplemental will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 and the system was explanted on (B)(6) 2019 due to an infection. The implantable neurostimulator (ins) and lead were returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had recovered from the event. No further complications were reported.